Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient¿s pd catheter (not a fresenius product) was reportedly removed due to the infection. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. The patient¿s pd catheter (not a fresenius product) was examined and functioned appropriately (patent). A peritoneal effluent fluid culture and cell count (wbc = 1156 /mm3, polymorphs = 86%) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 2000 mg every five days and ip ceftazidime 1500 mg daily for 21 days. However, on (B)(6) 2023 the patient¿s nephrologist order the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient¿s peritoneal effluent culture result is still pending; therefore, the current antibiotic regimen remains in place but will be administered intravenously (IV). The patient will return to pd therapy once the infection has cleared. The pdrn attributed causality to a touch contamination event involving poor hand hygiene. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient remains hospitalized and tolerated the transition to hd without reported issue.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, which required hospitalization, antibiotic therapy, and transition to hd for rrt. The pdrn attributed causality to a touch contamination event involving poor hand hygiene. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. Should additional information become available, the clinical investigation and file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Six lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on three of the lots which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient¿s pd catheter (not a fresenius product) was reportedly removed due to the infection. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. The patient¿s pd catheter (not a fresenius product) was examined and functioned appropriately (patent). A peritoneal effluent fluid culture and cell count (wbc = 1156 /mm3, polymorphs = 86%) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 2000 mg every five days and ip ceftazidime 1500 mg daily for 21 days. However, on (B)(6) 2023 the patient¿s nephrologist order the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient¿s peritoneal effluent culture result is still pending; therefore, the current antibiotic regimen remains in place but will be administered intravenously (IV). The patient will return to pd therapy once the infection has cleared. The pdrn attributed causality to a touch contamination event involving poor hand hygiene. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient remains hospitalized and tolerated the transition to hd without reported issue.